Event description:
It was reported that during implant. The lead exhibited low pacing thresholds and the pt experienced diaphragmatic stimulation. The physician elected to use another lead.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward.